Manufacturer narrative:
Additional information has been requested. Device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
During an mtp joint fusion procedure, the 2.00 mm drill bit broke off in the great toe. A piece of the bit could not be retrieved and remains in the pt's bone.